Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform any testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, operating currents, self test, unexpected restart or off no power tests due to the blank display. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and the display is blank and doesn't turn on. Customer's blood glucose was 112 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.